Event description:
The facility's clinical engineering department reported an infusion pump with an 812:02 failure code. The clinical engineer reports it is not known if the device was in use on a patient when the failure occurred. There was no report of patient injury or medical intervention caused by the device.